Event description:
It was reported to bsc that a pt (age and gender unk) underwent a therapeutic ureteroscopy with stone retrieval procedure in 2007. The stone cone retrieval coil was utilized for stone retrieval in the mid ureter. The surgeon reported "first pass ok & stone fragment removed & dropped into the bladder". Upon removal of the device, it was noted that "the end tip of the stone cone appeared unjacketed/unsheathed". The surgeon reported "small fragments of the tip of the stone cone left in situ". The fragments were successfully removed with use of a second stone cone retrieval coil. The procedure was completed with the second device. The pt did not sustain any adverse effect or complications as a result of this issue. The pt condition is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, we are not able to determine the relationship between this device and the cause for this event. A lot history search was performed and found no other complaints have been reported from this lot. In addition, the 2007 15-month complaint trend report for all stone cone product family failure modes was reviewed; no adverse trend was noted. No data points exceed the bsc action limit.